Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 575mg/dl and a no delivery alarm. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 415mg/dl at the time of the call. The customer experienced symptoms such as nausea and vomiting. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The insulin pump passed the high pressure test. Customer indicated that they will try to change their vial of insulin to see if that will lower their blood glucose. The product was not returned for analysis.